Event description:
It was reported that the atrial lead "started to malfunction" after previous leads were removed. It was also reported that there was a possibility that the atrial lead was damaged by laser removal. The lead was removed and replaced with a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): full lead returned to be analyzed. No anomalies found, however blood noted on helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) full lead returned to be analyzed. No anomalies found.